Event description:
It was reported that the sdc sparked when plugged in.

Manufacturer narrative:
Alleged failure: freezes screen, turns off and rights to turn on, unplugged and sparked when plugged back in. The failures identified in the investigation is consistent with the complaint record. The probable root cause for the screen freeze can be attributed to a software application failure. The probable root cause for the spark when unplugging/reinserting the power cord can be attributed to a rapid draw on available power, resulting in a brief spark. A common occurrence due to heavy in-rush current when first exposed to the mains supply. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sdc sparked when plugged in.